Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis identified the light from the sub miniature a (sma) connector was distorted, indicating a fracture within the fiber connector. The fiber measured 309.7 cm from the tip of the fiber connector to the end of the end of the fiber tip. The exposed glass tip measured 3 mm and appeared degraded. When the fiber was connected to the laser console, the following message was displayed: applicator has been used 3 times. Based on analysis results, the reported fiber stopped working was confirmed as analysis identified a fiber connector fracture. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may have developed a microfracture that with use or handling, can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. According to the instructions for use (IFU), the following is advised: in the event of no output energy fiber connector may be hot to touch.

Event description:
It was reported that the fiber stopped working during procedure. The procedure was completed using another fiber with no patient complications. After the analysis of the returned fiber, it was identified an internal fracture in the fiber connector.